Event description:
Info received indicates when the brakes were engaged, the head end casters would still swivel.

Manufacturer narrative:
The technician found that the casters teeth were worn. He replaced the head casters and the brakes functioned properly.